Event description:
During attempted implant, the left ventricular (lv) lead did not sense. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.